Event description:
Information received indicates the boot end brake casters will not hold.

Manufacturer narrative:
The technician replaced the roll pin at the head end brake and the foot pedal to repair the bed.